Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving hydromorphone (20mg/ml, 8.4892mg/day) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the pump had been empty for over a year and a half (2014). The patient lost his insurance and then could not afford to pay the healthcare provider (hcp) for refills. The pump was not filled with saline and just went empty. There were no reported symptoms. The patient did not have an hcp; therefore, no troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Additional device codes added based on new information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the pump was alarming and he felt it buzz. Also it felt warm. The event date was (B)(6) 2018. Pump had not been refilled in years. The patient had no insurance after the pump got implanted and could not find an hcp to refill his pump. The hcp asked for the pump to be shut off. The patient was contacted to schedule pump shut off on (B)(6) 2018. It was unknown if the issue was resolved. The patient was reported as "alive - no injury." There were no further complications reported at this time.